Event description:
It was reported that, intra-operatively, right after the procedure started, the instrument broke when the surgeon grabbed the tissue of the patient. The white part on the wrist of the instrument broke, and the cable snapped. The team used another bipolar instrument as a replacement to proceed with the surgery. There was no patient impact information provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.